Event description:
Customer reports female (unknown age) ready for a ureteroscopy procedure when room failed. Procedure delayed approximately 40 minutes due to failure, moving patient and equipment to another room. Procedure then completed with no further event. No reported injury.

Manufacturer narrative:
Field service engineer called the customer, to set a time to evaluate the generator to make sure it was operating normally. The customer had spoken to lf tech support about problem in which a 480v breaker was tripped. The customer had reset breaker and, per the customer, the system working properly. Customer stated they did not want service. The system was operating properly and to cancel the call.